Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during patient registration, the site got an inaccuracy between 2.7-6 mm, and their 3-point-touch before starting trace appears to not track accurately. The physician confirmed: instruments and patient tracker verifies - they were using a flat emitter, trace pattern resembled software recommendation, and patient was "bigger." While troubleshooting th physician prior to call: adjusted model, re-traced, touch points in addition to trace, checked metal interference, none reported. Technical services (ts) had the physician switched to a smaller pillow for patient to reduce maximizing em volume, and continue with more points beyond minimum trace-- the issue resolved. Ts followed up with how more trace points, beyond minimum trace, and adding touch-points can be done to help when registration is not to surgeon satisfaction. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no issues were found and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that in the reviewed case and per the comments, no logs or exams were available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.